Event description:
It was reported that the iab was inserted and connected to the pump. The pump alarmed, so the physician removed the iab and then reinserted it. He was unable to inflate the balloon. The physician detected that the catheter had fractured, so he removed it and replaced it with another iab. There were no pt complications.

Event description:
It was reported that the iab was inserted and connected to the pump. The pump alarmed, so the physician removed the iab and then reinserted it. He was unable to inflate the balloon. The physician detected that the catheter had fractured, so he removed it and replaced it with another iab. There were no pt complications.